Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent compressed in an unintended site. Device issue: stent dislodgement. It was reported that the target lesion had distal in-stent restenosis from another company's stent and was very tortuous and calcified. The lesion was accessed with a bmw guide wire and pre-dilated with a cutting balloon and a voyager. The 2.5 x 18 mm promus stent delivery system (sds) was advanced, but it could not get past the tortuous bend in the proximal of cx. The sds was removed. Another company's guide wire was introduced as a buddy wire. The sds was reintroduced to the cx, but still would not advance. The sds was removed again and the stent dislodged from the balloon into the proximal portion of the cx. The guide wires were removed. The vessel was rewired with a new bmw guide wire and then stent was compressed into wall with a voyager balloon. A new 2.5 x 18 mm promus was then deployed and post-dilated with a voyager. The procedure was completed by placing two stents from another company in the distal lesion of the cx. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because another company distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
.